Event description:
It was reported an issue with monosyn suture. The client (vet) reported that needle detached from the thread. No further information received.

Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 10 closed samples and 3 open and unused samples (contaminated) with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - needle attachment strength results conducted on the closed samples received are 0.57 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirement for minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). 4 of the closed samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective closed samples received show the needle escaped from the thread. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.